Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was highly angulated at 60 - 70 degrees. It was reported that the stent graft was deployed at the level of the renal arteries. At the end of the procedure there was a proximal type I endoleak. The proximal portion of the stent graft was ballooned and the endoleak diminished some, but it did not completely resolve. There appeared to be a wrinkle at the top of the graft. The decision was made to not further intervene at this time. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (severely angulated proximal neck (greater than 60 degree). Unapproved use of device (severely angulated proximal neck (greater than 60 degree). Conclusion: device failure/lack of effectiveness related to patient condition (severely angulated proximal neck (greater than 60 degree). Operational context contributed to event (severely angulated proximal neck (greater than 60 degree).